Event description:
It was reported that the probe gets stuck and the error code l3-017 appears during a breast biopsy. Impossible to know if it is the probe or the holster. No further information is available. No reported patient consequence.

Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and replaced the vso (solenoid) to connect the issue. The unit was serviced, repaired and passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.